Event description:
It was reported that there was staple line bleeding (amount not available) when the device was used during a laparoscopic hepatectomy. Another device completed the case with no additional patient consequence.